Event description:
It was reported that during an arthroscopic synovectomy procedure using the saber 30 degree, single hook wand, the wand would not activate. This event resulted in a 30 minute surgical delay; the procedure was ultimately completed using an alternative technique. There were no reported pt complications.